Event description:
Patient reported ambulatory infusion 5-fu pump malfunctioned the day before. Received a call in the clinic from the registered nurse from nursing placement who went to the patient's house to disconnect her, he found the screen on the pump 'black'. They replaced the battery and screen was still black.